Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed blister-like side effect the day after treatment on face. Allegedly there were blisters and/or potential herpes outbreak on the right cheek. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The device was not returned to solta medical for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported event. Blistering and burns or an infection are possible complication of fraxel treatment. Blistering or burns may develop over the treated areas. A risk of infection exists whenever the skin is wounded. If observed, infection should be treated appropriately with topical and/or systemic medications.